Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states. Case with patient identifier (B)(6) is related to case with patient identifier (B)(6).

Event description:
Customer reportedly received the following results on the aviva insight system within 10 minutes: 25.6 mmol/l, hi (>33.33) mmol/l and 13.7 mmol/l. Additionally, customer also reportedly received the following results on the aviva insight system within 10 minutes: 29.6 mmol/l and 7.5 mmol/l. No adverse event reported. Test strips were discarded. Requested return of the meter for evaluation.